Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), reader sn (B)(4), lot number 22057h). The individual tested three times using the antigen sd biosensor distributed by roche (once on (B)(6) 2022, twice on (B)(6) 2022) and received three negative results. Individual also took two walgreens pcr tests on (B)(6) 2022, which provided two negative results. The individual had no symptoms, was vaccinated and boosted, and had traveled to a higher risk state. No recent contacts are known to have tested positive for covid-19. Cartridges have been stored at room temperature.